Event description:
A report received from the USA stated an 840 ventilator experienced a device alert and subsequently was rendered inoperable. There was no patient involvement at the time of the event.

Manufacturer narrative:
A covidien customer service engineer (cse) inspected the device and verified the reported issue. The customer reportedly replaced the breath delivery (bd) central processing unit (cpu) however the cse upgraded the software to the current revision. The device was reported to have passed all tests and has been returned to clinical use. (B)(4).